Event description:
It was reported that during a surgical extraction procedure at the user facility, the drill was overheating. Backup equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Corrosion was discovered throughout internal components of the device.